Manufacturer narrative:
One scd 700 was received to failure investigation with the customer complaint of ¿damaged power source¿ after the technician discovered thermal damage on the power supply board. The thermal damage was confirmed; the u1 integrated circuit and d6 diode had burnt up, causing thermal marks to the plastic housing as well. A fuse was also blown. The d6 diode is in parallel with the pin 5 (vcc) of the u1 ic, and acts as a suppressor. The fuse in the line side of the cn1 power input is also fully blown. The evidence is indicative of an excessive supply voltage. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer report of the device has a damaged power source. Upon triage the service tech found the power supply board to have thermal damage.